Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp2302 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire got hung up on the catheter and kinked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulties placing an accucath ace device is confirmed. One 22 g accucath ace needle housing and one 18 g accucath catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The safety mechanism of the needle housing was observed to have been activated and the guidewire was observed to be looped with the tip stuck within the housing. A microscopic observation revealed the guidewire was protruding from the flash notch and the coiled tip of the guidewire was observed to be stuck within the flash notch. Once removed from the flash notch, it was found that the entire tip of the guidewire was present and intact. The position of the guidewire in the flash notch, which would make insertion and placement of the catheter difficult, was most likely caused by advancement of the guidewire against resistance which caused the guidewire to buckle. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the guidewire got hung up on the catheter and kinked.